Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information received per the medical records indicate that the patient had a history of recent pe and was at high risk of dvt. The filter was implanted below the level of the renal veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately thirteen years and seven months post implantation. The patient reports chest pains, loss of sleep, and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of recent pe and was at high risk of dvt. The filter was implanted below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation and tilt. Per the patient profile form (ppf), the patient reports chest pains, loss of sleep, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for evaluation. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.

Manufacturer narrative:
Correction to product code.